Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was an error watchdog. There was no patient involvement.

Manufacturer narrative:
The reported issue that there was an error watchdog could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported. The root cause for the reported issue of an error watchdog was not determined because no product or device logs were returned for this complaint file. A review of the device history record showed the device had a manufacture date of 05/26/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an error watchdog. There was no patient involvement.